Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "ventilator inoperative" alarm code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm code was found by a third party service center and the internal battery was replaced. During further evaluation, the device failed a test step during testing. The device's oxygen blending module board needs to be replaced to address the issue.